Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, it appears that patient factors (narrow sov and bulky calcification on the rcc) caused or contributed to the rca coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post deployment of a 23mm sapien 3 valve it was observed that the right coronary artery (rca) was occluded and a coronary stent was placed. The risk of coronary artery occlusion was discussed prior to the procedure due to the narrow sinus of valsalva (sov) and the bulky calcification on the right coronary cusp (rcc). The procedure was started in a standard manner. A guidewire was placed in the rca as protection. After balloon aortic valvuloplasty (bav) with 20 mm balloon, decreased blood flow in the rca was detected. Aortography also showed a delayed flow in the same area. After discussion, it was decided to deliver a coronary stent near the rca due to the risk of a possible rca obstruction by the rcc calcification. A 23 mm sapien 3 valve was deployed in 80:20 aortic/ventricular (a/v) as intended. Post deployment, the rca was found to be occluded and a coronary stent was immediately placed in the rca. After stenting, blood pressure increased and electrocardiogram st segment returned normal. As vital signs became stable, the patient was extubated and left the operating room. Per the report, the native annular diameter measured 20.2 mm by tee with severe valve calcification and moderate root calcification. There was bulky calcification on the rcc. The sov was narrow; the diameter of sov and stj measured 23.3 mm and 20.4 mm respectively. There was severe ventricular septal hypertrophy.